Event description:
The customer reported that the device stopped sealing after use during a long procedure. The surgeon opened another instrument to successfully complete the procedure. There was no pt injury. The device was returned with the knife blade exposed. Add'l questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.